Event description:
Product analysis was completed on the returned explanted generator. Results of diagnostic testing reveal the battery status is at ifi=yes. The battery is partially depleted, 2.848 volts as measured during completion of test parameter 7.16.10.1 of the final electrical test. Electrical test results demonstrate that the pulse generator performs according to functional specifications. Visual inspection results reveal no external device abnormalities. There are no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
A nurse practitioner contacted our representative and reported that they had a vns patient was admitted to (B)(6) hospital on (B)(6) 2012 due to an increase in seizures above baseline. It was additionally reported that their magnet is no longer aborting their seizures. The patient is implanted with a 103. Upon interrogation, ifi was no. System diagnostics were performed three times. The first test resulted in ok/ok/1.75 ma/ok/2214 ohms/no. The second was ok/ok/1.75 ma/ok/2257 ohms/no and the third was ok/ok/1.75 ma/ok/2228 ohms/no. Patient's current settings are 1.75/30/500/30/1.1, a 35% duty cycle. Per the patient's np, there have been no recent medication changes, brand changes, trauma to the site, or lifestyle changes/stress. Per their np, patient has had great success with vns. The patient had their generator replaced on (B)(6) 2012 and it has been returned to the manufacturer for analysis. Analysis is pending completion.

Event description:
Additional information was received from the patient's treating neurologist's office. It was unclear the relationship of the patient's seizures to their vns. The diagnostics were not consistent despite using several different wands; placement of patient. The patient has two major seizure types, the larger generalized ones and the smaller myoclonic ones. The issue at this time was increase in the generalized seizures. No medication or programming changes preceded event. No changes had been made in more than 2 years.